Manufacturer narrative:
According to the entries in the meter's error code report, the patient used an expired test strip lot even in december 2021. An error indicating expired test strips was displayed all the time since the used lot expired (B)(6) 2021. Medwatch field d4. Has been updated. When the customer measured a result of 7.3 inr supposedly on (B)(6) 2021, the meter time and date were set to (B)(6) 2020 20:19. Otherwise, an error indicating expired test strips would have been triggered by the fail-safe mechanism of the device.

Manufacturer narrative:
The customer's test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling: "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
It was reported that a patient received discrepant results when testing with coaguchek inrange meter serial number (B)(4). At 21:45 on (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 5.5 inr. At 21:49 on (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 1.1 inr. At 20:19 on (B)(6) 2020, a sample from the patient was tested using the meter, resulting in a value of 7.3 inr. It was alleged initially that the value measured on the meter was 8 inr, but only a value of 7.3 inr was present in the meter's patient result memory on (B)(6) 2020. Within 3 hours of meter testing on (B)(6) 2021, a sample from the patient was tested in the laboratory using the stago chronometric method, resulting in a value of 3 inr. The patient's therapeutic range is 2 - 3 inr.